Event description:
It was reported that "laparoscopic kittner being used in abdomen during lapchole. Kittner portion fell off instrument. Portion was found and retrieved."

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report.